Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of peeling from the tissue pad was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. However, based on the results of the investigation, it is likely that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue, including after the tissue was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that within two hours of starting a therapeutic laparoscopic gastrectomy procedure, the tissue pad on the sonicbeat device was worn and coming loose and began to peel off. The sonicbeat device was being used with the ultrasonic generator. There was no falling off the pad. The intended procedure was completed with a similar olympus backup device. There was no report of patient harm associated with this event.